Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a strained neck after sleeping with the lifevest on. The patient described neck pain which prompted her to go to the emergency room. The patient was prescribed a cream for her neck, and the patient's physician advised to end use of the lifevest. The patient stated that she did not know whether if the neck strain was caused by the lifevest or not.